Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. It was identified that the system pcb assembly required replacement. At this time, this device cannot be repaired due to part obsolescence. The customer has received a warranty replacement. Root cause was determined to be the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device froze up on the start up screen. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze up on the start up screen. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated to the reported event.